Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-s1 to treat lumbar spinal canal stenosis. It was reported that the set screw had trouble being placed. It was reported that the thread of the screw peeled off. The fragment was recovered from the patient. The screw was replaced with a new set screw. No patient complications were reported.